Manufacturer narrative:
(B)(4). Investigation summary ==> the device was reviewed by depuy engineering melbourne root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was reviewed by depuy engineering (B)(4). Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device was not physically returned, but was evaluated by photo. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an lcs completion case, the nurse opened up the femoral preparation tray and noticed that the femoral outrigger had lost its black measurement indicator (I believe this is usually glued into the instrument). We did not use this instrument and instead opened up another tray. The instrument was tagged and sent to cssd for sterilization.